Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an additional heart surgery following the implant procedure. It was alleged that the need for the additional surgery was precipitated by the handling of the situation. No further information was provided. Records indicate that this device remains in service.